Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the copilot valve not shifting. Additional malfunctions were leaking at the tie wraps and leaking at the hose clamps.